Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that in the pt's room after placing the catheter in the pt's internal jugular vein, a leak was found from the insertion site. As a result, the catheter was removed but not replaced as the operation was over. There was no reported delay, death, or complications to the pt as a result of this occurrence.